Event description:
It was reported that 7 pen needle 31gx5mm were unable to deliver medication. The following information was provided by the initial reporter: the pharmacy staff reported that the customer purchased needles in the pharmacy, customer found that there were 7clogged needles, and customer also found the inner needle at the connection position of the needle and the injection pen was bent.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Appearance and clog test were inspected for 7pcs retention parts, all results passed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Appearance and clog test were inspected for 7pcs retention parts, all results passed. Pen needle product has 100% np end angularity inspection and np point quality by visual system, and defect part will be rejected automatically. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Based on the investigation above, the certain cause can¿t be concluded at the moment.

Event description:
It was reported that 7 pen needle 31gx5mm were unable to deliver medication. The following information was provided by the initial reporter: the pharmacy staff reported that the customer purchased needles in the pharmacy, customer found that there were 7clogged needles, and customer also found the inner needle at the connection position of the needle and the injection pen was bent.